Event description:
This report summarizes 58 malfunction events in which the device reportedly overheated. 41 events had no patient involvement; no patient impact. 16 events had patient involvement; no patient impact. 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 58 previously reported events are included in this follow-up record. Product return status: 1 device was not available for evaluation. 57 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 58 malfunction events in which the device reportedly overheated. 41 events had no patient involvement; no patient impact. 17 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 58 events were reported for this quarter. Product return status: 55 devices were evaluated based on historical data analysis. 3 device investigation types have not yet been determined. Additional information: 58 devices were not labeled for single-use. 58 devices were not reprocessed or reused.